Event description:
It was reported that this pacemaker showed less than three months and premature battery depletion (pbd) was suspected. Moreover, the device power consumption increased and rv output was high. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker showed less than three months and premature battery depletion (pbd) was suspected. Moreover, the device power consumption increased and rv output was high. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.